Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: (B)(4) ICD implanted: (B)(6) 2015 (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to suspected oversensing, and short v-v counts. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.